Event description:
It was reported the pt experienced a change in her stimulation due to lead migration. The pt's entire scs system was explanted and replaced with a new one. It is reported the pt is now receiving effective stimulation with her new scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.